Event description:
It was reported that the micro sagittal saw leaked an oil-like substance during an anterior cruciate ligament case. A back-up device was used to complete the procedure without patient or user injury, and there were no adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer and a quality investigation is anticipated. A follow up report will be filed when the investigation is complete.